Event description:
Boston scientific crm received information that this right ventricular (rv) lead exhibited shocking impedances of greater than 200 ohms. An x-ray was taken, and indicated the superior vena cava (svc) coil was starting to unravel, and was switched off. The ICD lead is already stretched and the svc coil is in a high position. There is no "s" curve in the rv lead anymore; the lead is quite straight. If more pull occurs, the lead tip might dislodge. The svc coil is already stretched at the proximal end, maybe it was attempted to be extracted. The device implanted with this lead is a competitor's device. There were no adverse patient effects reported. Additional information received indicates that the high, out of range shocking lead impedance measurements caused by a clavicular crush was confirmed through x-ray. The lead was then cut and removed using the laser sheath. After explant, a fibrosis around the rv coil was also noted. This lead was explanted in several pieces and will be returned for analysis. A new rv lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation revealed a severed lead returned with some segments may not have returned. The proximal hv conductor is fractured which can be seen visually. The distal end of the proximal cable to coil crimp is also fractured. There is trilumen insulation damage through to the rs and distal hv lumens under the proximal end of the proximal hv shocking coil, the proximal coil is also extremely flattened and fractured at this location. Due to the type of damage, this is consistent with lead damage caused by entrapment in the clavicle/first rib region. No other tests were performed. Laboratory testing was able to confirm and reproduce the reported clinical observations. The product has been received for analysis. This report will be updated upon completion of analysis. As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this report will be updated.